Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis unit was completely down with no power. The field service engineer (fse) identified that full height drawer 4 had a faulty controller board, which caused the entire station to fail to power on. The fse replaced the controller board and rebooted the station. The unit was tested successfully using the hardware test application and was confirmed to be functioning properly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had no power. There were no adverse events or injuries reported based on this event.